Event description:
The valve blow off out of the check flo assembly. A 7 fr platform was being used with the device and power injected and the valve blow out. The check flo and the hub are still attached but not the valve. The pt had some blood loss but is doing fine. Per district manager: it is unclear the device inserted into the introducer but it is known to be a 7fr platform, same as the sheath. The physician uses ascist for power injection. A 650psi and a 3-4 cc injection was done that blew out the valve.

Manufacturer narrative:
(B)(4): blood loss is not listed in the instructions for use. Valve dislodged is not specifically listed in the instruction for use. Complaint confirmation based solely on customer's statements of the event as no product was returned; therefore, it is difficulty to determine with certainty why the valve dislodged. These devices are inspected to confirm correct fittings and shrink tube on dilators, sheath check-flo proximal fitting and that it is securely glued; disc in check-flo assembly must be correctly placed, clean and free of foreign debris. Quality engineering performed a risk assessment, which concluded the risk to pt remains acceptable and no risk reduction measures are required at this time. Although no complaint device has been returned, the failure mode has been confirmed from the info supplied by the complaint customer. However, without the actual complaint device, it is not feasible to say why the failure code was experienced. Our qc personnel confirm correct proximal check-flo valve assembly. The disc must be correctly positioned in check-flo cap; assembly must be clean and free of debris. If applicable, verify glue joints are secure with no sharp edges. We have notified the appropriate internal personnel and continue to monitor complaints for similar events. Quality engineering performed risk assessment which concluded the risk to pt remains acceptable and no risk reduction measures are required at this time.